Event description:
The plaintiff's attorney alleged that the plaintiff experienced cardiac injuries and/or related symptoms on or about (B)(6), 2012 after the use of the prod.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event.